Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the needle detached from the hub and air was aspirated. A new device was used. There were no complications for the patient. The patient's condition is reported as fine.

Event description:
It was reported the needle detached from the hub and air was aspirated. A new device was used. There were no complications for the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle. Signs of use in the form of biological material were observed on the cannula and hub. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. There was a small amount of adhesive residue observed on the needle cannula. The needle cannula outer diameter measured 0.0498" which is within the specification limits of 0.0495-0.0505" per the cannula graphic. The inner diameter of the hub measured .060" which is within the specification limits of .0585"-.0605" per the hub graphic. Functional inspection could not be performed due to the damage to the introducer needle. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. The customer did not provide a lot number; however, two potential lots were identified based on a sales history review for this customer. A device history record review was performed based on the two potential lot numbers and no relevant findings were identified. The IFU provided with this kit states: "do not attempt to remove needles that have been placed into sharpsaway ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup." The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed based on potential lots, and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Teleflex will continue to monitor and trend for reports of this nature.